Event description:
Maquet cardiopulmonary gmbh has received the following information from the spanish agency of medicines and medical device on (B)(6) 2026: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an involving the product ¿cardiohelp system¿, manufactured by maquet cardiopulmonary gmbh, occurred on (B)(6) 2024 in hospital (B)(6). The information provided is the following: ¿thrombus adhered to right atrial cannula.¿ consequences for the patient: need for medical intervention to prevent injuries or permanent disability. Measures: increase in coagulation range. Based on the information available that a serious injury was reported a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.